Event description:
Product was used to close skin after a bilateral salpingo oopherectomy. The pt was seen in a urgent care center. A wound culture came back positive for staph aureus. The event was classified as an infection. Pt was treated with dipatoxacillin. The distributor made at least four attempts to gain more info about the event without success. At this time no additional info has been provided. Facility has stated that no further info will be provided. Product was not returned.